Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40-400 mg/dl. The customer's last blood glucose was 343 mg/dl. The customer treated with the pump. The customer stated that the pump was not able to enter blood glucose over 400 mg/dl. The customer was advised of the sensor glucose range. The customer stated that two sets received low reservoir during priming. The customer was advised of the possible causes of the alarm.